Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 11th of june 2020 getinge became aware of an issue with one of our device ¿ hanaulux 3000. As stated, multiple issues have been diagnosed on the unit - it was not possible to turn on the lighthead, spring arm's cover detached, latch of sterilizable handle detached and the lighthead was not holding position. No injury has been reported due to mentioned issues however we decided to report it in abundance of caution as detachment of any parts may lead to contamination of sterile field. Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. The purpose of this submission is also to provide a correction of version or model# and catalog# sections. This is based on the new information has been provided. #d4: previous version or model#: ard567904999g. Corrected version or model#: ard567910902 . Previous catalog#: ard567904999g. Corrected catalog#: ard567910902.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our devices ¿ hanaulux 3000. As stated, spring arm's cover and sterilizable handle with its latch detached. No injury has been reported due to mentioned issues, however, we decided to report it in abundance of caution as detachment of any parts may lead to contamination of sterile field. According to the service unit, defective parts were replaced and light was returned to use. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification due to detachment of spring arm's cover and sterilizable handle with its latch and it contributed to the event. There is no information if the device was or was not being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. According to the analysis performed by subject matter expert, the fall of sterizable handle is due to locking mechanism disengagement. Two possible causes have been identified but the breakage of the circlip because of oxidation is the most probable root cause. The curative and preventive action plan n° 2015-06 has been initiated to identify the reason of this oxidation. Then, it has been decided to improve the current circlip material stainless steel a2 by stainless steel a4 more resistant to chemicals. The 2 test batches sent in brazil and germany and the salt spray tests made in laboratory prove that circlips made in stainless steel a4 solve the oxidation troubles (report ¿CAPA-2015-06 rapport essais clients br-de.pdf¿ and report ¿re16-070b¿). According to this result, the modification has been applied in our production line since 09th november 2017 the fall of the spring arm cover is the direct result of a bad assembly of covers without the four screws locking and a lack of verification during yearly maintenance. In the chapter ¿maintenance¿, the user manual (hanaulux 3000 IFU 0132102 rev. 2g, page 22) indicated to check yearly for any loose covers and caps. To prevent any similar incident it¿s recommended to perform visual inspection during maintenance as indicated in the user manual. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event or problem field deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 11th of june 2020 getinge became aware of an issue with one of our device ¿ hanaulux 3000. As stated, multiple issues have been diagnosed on the unit - it was not possible to turn on the lighthead, spring arm's cover detached, latch of sterilizable handle detached and the lighthead was not holding position. No injury has been reported due to mentioned issues however we decided to report it in abundance of caution as detachment of any parts may lead to contamination of sterile field. Manufacturer's reference number (B)(4). Corrected b5 describe event or problem: on (B)(6) 2020 getinge became aware of an issue with one of our device ¿ hanaulux 3000. As it was stated, spring arm's cover and sterilizable handle with its latch detached. No injury has been reported due to mentioned issues, however, we decided to report it in abundance of caution as detachment of any parts may lead to contamination of sterile field.

Event description:
On (B)(6)2020 getinge became aware of an issue with one of our device ¿ hanaulux 3000. As it was stated, spring arm's cover and sterilizable handle with its latch detached. No injury has been reported due to mentioned issues, however, we decided to report it in abundance of caution as detachment of any parts may lead to contamination of sterile field.